Event description:
A 3.7mm millimeter zimmer drill bit broke off in pt proximal to the tibia nail hole and left in the pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).